Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvt4b11, (imp,tsv,4.1,11.5,mtx,mg) for evaluation. Visual evaluation of the as returned devices identified the implant & bundle mount with signs of use. No apparent malfunction was identified with the implant or mount that would contribute to the reported event. Implant matched prints where measured. Additionally, the implant / mount engaged and retained an in-house placement driver as intended. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1267140. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1267140 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿lack of retention¿ the customer did not submit images for the reported event. IFU review: documents reviewed: instructions for use ¿ tapered screw-vent® and trabecular metal¿ implants - 4869 rev.10-03/24. Information identified: "breakage". Based on the investigation and risk management file review as per rmf rm-00541-haz rev. 4, the most likely root cause determined from the investigation is incorrect techniques used. Therefore, based on the available information, the implant malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative. H3 other text : device was returned and investigated.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that driver was not properly engaged in the implant when being removed from the implant packaging, which is why it dropped. There was no alleged malfunction between the driver and implant. It was reported that while caring implant to patient mouth it dropped. Assistant stated doctor used same wrench to complete procedure.